Event description:
It was reported that during a prostate procedure, ¿loss of efficiency¿ @ 270,000 joules was observed. The procedure was completed using a second fiber. Patient outcome: "no damages" to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap and the metal cap are detached and not returned; the outer flow tubing is damaged at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).